Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer reports: inpen is not pairing to app. Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. The inpen paired to the commercial app. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 14.5u. Inpen failed displacement dose accuracy. Battery investigation was performed, and battery measured 2.981 volts. No battery anomaly noted. Inpen failed dialing alignment. The zero tick mark dose not align in the gage window when dialed to 16u inpen passed front cap investigation. Performed electrical pending. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issue with dosage not registered in the inpen application logs. The customer reported no adverse event. The event involved product(s) mmt-8060, mmt-105elgyna. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for non- physical device mmt-8060. Product was returned for mmt-105elgyna.

Manufacturer narrative:
No physical damage to cartridge holder or inpen front and back shell was noted. The inpen paired to the commercial app. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 14.5u. Inpen failed displacement dose accuracy. Battery investigation was performed, and battery measured 2.981 volts. No battery anomaly noted. Inpen failed dialing alignment. The zero tick mark dose not align in the gage window when dialed to 16u. Performed battery investigation and measured 3.024v inpen passed front cap investigation. In conclusion: no communication anomaly noted. Therefore, the patient concern of inpen not pairing to app could not be confirmed. However, inpen failed dialing alignment inspection. Therefore, dial misalignment was confirmed. Isolate to mechanical assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.